Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: dates: (B)(6) 2011, 1st inratio: 1.0, 2nd inratio: 2.7 (within minutes). Pt is on coumadin for years.